Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. Customer stated cause of low bg was due to delivering too much insulin and not eating enough to cover the bolus. Customer addressed bg level by eating a snack.